Manufacturer narrative:
A ge representative evaluated the system and replaced the control panel processor. System operates as intended.

Event description:
Customer reported the system would not make an image when foot pedal pressed. No patient injury was reported.